Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. The first firing was on the renal artery and went well. The second firing was on the renal vein. There was a lot of bleeding for the hilum and they had to open. The patient lost two liters of blood before stabilized. The renal vein was completely transected, but not stapled. The entire reload was left in the patient after they removed the stapler and no staples had been fired. The patient expired over the weekend. The stapler and reload were collected to be shipped back for inspection. Unknown how case was completed. Additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with two reloads present. The returned reloads were noted to be partially fired and the remaining staples inside the cartridge reload, indicating that the device's firing cycle was interrupted. In addition after reviewing the event description with reference to the entire reload was left in the patient, it is possible that the cartridge was loaded incorrectly. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended.